Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found with frayed wires at the distal clevis hub. Frayed segment is approximately 0.015 in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted frayed wires at the distal of the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.